Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) would shock the driver while he drove down a particular hallway. This happens no where else, except this hallway. There was no patient present.

Manufacturer narrative:
Since the initial assessment, medtronic has determined that the reported event was related to static electricity during movement of the system. The static electrical discharge experienced by the user was a minor inconvenience and did not meet the FDA definition of a serious injury. The reported issue should not have been considered a reportable event. As there was no issue found with the medtronic system, the most likely cause was an environmental humidity issue with the facility. Our instructions for use provided the following guidance to reduce electrostatic charge to suitable levels: ¿floors should be wood, concrete of ceramic tile. If floors are covered with synthetic material, the relative humidity should be kept at levels to reduce electrostatic charge to suitable levels.¿